Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing due to atrial flutter with rapid ventricular response. It was noted that there was atrial undersensing present. Technical services suggested reprogramming options. The ICD device remains in service. No additional adverse patient effects were reported.